Event description:
It was reported that during a percutaneous nephrolithotomy procedure, a coating peel-off occurred. The location and details of the lesion are unk. During insertion of the amplatz super stiff guide wire, significant resistance was encountered but the guide wire was inserted eventually and used in the procedure. Upon removal of the guide wire, it was noted that the guide wire was "stripped". The outcome of the procedure is unk. No pt injuries or complications were reported. The pt's status was reported as "ok."

Manufacturer narrative:
Follow up with the facility indicates that the device is being retained and will not be returned.